Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on anterior. A visual and microscopic analysis was performed which identified opening striated and crease fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left-side implant is "a little hard." Healthcare professional repotted left-side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "a little hard," capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side implant is "a little hard." Healthcare professional repotted left-side capsular contracture, baker grade iii. Device was explanted.